Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Patients undergoing transcatheter valve replacement (tvr) procedures often have complex medical histories and multiple co-morbidities. They may also have limited cardiac reserve that can impair recovery from the procedure. After tvr procedures, patients are closely monitored, which includes assessment of device implants. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported event. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available (i.e., cause of death) the information will be reviewed, and the file updated accordingly. No further follow-up for additional information is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. This is one of four reports being submitted for this case.

Event description:
As reported through an article ''balloon-expandable valve performance beyond 10 years following transcatheter aortic valve implantation" at five year follow-up after the procedure, five patients with a sapien, sapien xt, or sapien 3 valve implanted in the aortic position died from a valve-related cause.